Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect laac access solution selected for laac procedure. Staff was opened the product and it was reported that the product was contaminated. Procedure was completed successfully by using different device, same model. No patient was present when the event happened. The device is not expected to return for analysis as disposed. No further information was provided.